Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted today and, when they had the stimulation turned on, they felt it at first but the now they did not feel it. As a result, they wanted to check their settings but when then they tried to use the programmer, it gave them poor communication both with and without the antenna attached. It was noted that there were bandages still present and it was reviewed with the patient that this may affect communication. It was recommended to attempt to communicate after the bandages were removed. The patient was redirected to their healthcare professional (hc) and it was noted they get the bandages removed in 2 days and they were going to try to communicate then. There were no further complications reported or anticipated.